Manufacturer narrative:
Additional info has been requested, and if received, will be provided on a supplemental report.

Event description:
It was reported that, "surgeon applied a 12 hole distal lateral femur plate. The plate was applied with the targeting device. On the last hole of the plate, the tissue protector was inserted, the sharp trocar was used then replaced with the threaded drill sleeve & 4.3 trocar. The trocar was removed, then she drilled her pilot hole measure, inserted the screw under power through the tissue protector. Then she used the hand screwdriver for final tightening and the tip of the screwdriver broke off in the head of the screw. The broken tip was not able to be removed."